Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing in the alternate vector. The patient was showering at the time, and data review noted morphology changes before the shock was delivered. There was noise immediately post shock but resolved. As a result of the inappropriate shock, the patient was hospitalized, and therapy was turned off. The physician and patient were anxious about the device. Technical services (ts) reviewed device data and provided troubleshooting recommendations. Troubleshooting was performed, and the s-ICD was subsequently reprogrammed in the secondary vector. No noise was present or able to be reproduced. Patient remains hospitalized for monitoring, and therapy was turned back on. This s-ICD remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing in the alternate vector. The patient was showering at the time, and data review noted morphology changes before the shock was delivered. There was noise immediately post shock but resolved. As a result of the inappropriate shock, the patient was hospitalized, and therapy was turned off. Technical services (ts) reviewed device data and provided troubleshooting recommendations. Troubleshooting was performed, and the s-ICD was subsequently reprogrammed in the secondary vector. No noise was present or able to be reproduced. Patient remains hospitalized for monitoring, and therapy was turned back on. This s-ICD remains in-service. No additional adverse patient effects were reported.